Event description:
Disposable IV tubing defect, piece of piggy back tubing connector that enters into the infusion port on primary tubing broke off in the port and fluid free flowed back out of that port. FDA safety report ID# (B)(4).